Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was no audio output on the receiver. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output on the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. A global communication tool software test was performed, and it failed sound tests. Wiggle testing and was performed and failed. Manual "try it" testing and was performed and failed. The receiver case was opened for an interior inspection, and failed. Speaker resistance was measured and performed within specification. The reported event of no audio output was confirmed. Found assembly error with speaker connect not installed correctly. The probable caused is assembly error.